Event description:
It was reported that the 8800 system had communication and generator error messages. No patient injury was reported.

Manufacturer narrative:
The customer canceled the service call.